Event description:
Customer called on (B)(6) 2012 reporting of a leak coming from the sample probe of an immage 800 immunochemistry system. Customer stated that the instrument was serviced the day before the incident and all qc and patient samples were good when the field service engineer (fse) had left the site. Customer stated that no patient samples were run and no erroneous results were generated as a result of the leak. Customer was wearing personal protective equipment at the time of the leak and no exposure or injury was reported. Fse returned on 01/13/2012 and replaced the sample syringe assembly with a new assembly. Issue was resolved and repair was verified as per established procedure.

Manufacturer narrative:
Evaluation - results: fse returned the sample syringe assembly. (B)(4)..